Event description:
A patient in the physical therapy department was receiving muscle stimulation as ordered in the "dc" current. At the completion of the therapy, there was a reddened area noted under the electrode (which were determined to be 2nd and 3rd degree burns). The patient was treated by his private physician.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: telemetry failure, invalid data. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.